Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit a noise image occurred, due to damage on the insertion pipe the insulation resistance value did not meet the standard value, the bending section cover rubber had a scratch and a chip, switch 3 had a scratch, the adhesive around the objective lens was peeled, the light guide lens had a scratch, switch 1 did not work due to damage, the video connector had a crack and was deformed, and the label on the light guide connector was peeled. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image was distorted when the tip was bent. There were no reports of patient or user harm associated with this event. The device was returned for a device evaluation and found due to damage on the charged coupled device unit the image disappeared during angulation in the right/left directions. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be specified although it can presumed due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual. ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system ¦ inspection of the endoscopic image. Confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.